Event description:
Following a blow to the head, this pt was no longer able to hear with the prosthesis. Using the appropriate diagnositc equipment, it was then determined that the device was not functioning according to MFR's specifications. Explantation/reimplantation surgery was completed successfully in 2004. The healthcare professional was informed that the explanted device should be returned to cochlear ltd.